Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that decreased r-wave sensing values were observed. Lead dislodgement was suspected. The lead was explanted and replaced. The patient was stable.